Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed the device had an increased power consumption. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Device data was sent to engineering for review. Data analysis confirmed the device had an increased power consumption. This device remains in service. No adverse patient effects were reported.